Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. All buttons function properly. Unit was successfully downloaded using thump. During download history review, insulin flow blocked alarm occurred on 1/07/2025 10:01:04.000 during bolus, 11/07/2025 11:20:00.000 during basal, 11/07/2025 11:53:44.000 during bolus, 11/07/2025 12:04:41.000 during bolus and 11/07/2025 12:05:05.000 during bolus. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Unresponsive keypad and unexpected insulin flow blocked alarm were not confirmed. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 315 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-7040a, mmt-431ag, mmt-1884, mmt-342. Troubleshooting was performed for the insulin flow block, and the customer reported that the insulin exits with no pump error. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the keypad anomaly, and the customer reported that the center button was not responding. After replacing the battery, the buttons started responding. Troubleshooting was performed for sensor alerts, and the customer received sensor updating alerts. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-431ag. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned. No product return is required for mmt-342.